Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), product return, concomitant product evaluation and product retains analysis. The DHR could not be reviewed as the lot number was not available. Trending analysis by lot number could not be reviewed as the lot number was not available. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." The product was not returned for evaluation; therefore, no visual analysis was performed. The lot number was not available to perform or report retains product testing. The concomitant sterrad® 100s was tested by a field service engineer. While onsite, an electrode assembly and the throttle solenoid was replaced. It is unknown for certain whether or not the part replaced is related to the ci not changing. There is insufficient information to determine an assignable cause. The issue will continue to be tracked and trended.